Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with unknown mentor gel implants. Bilateral rupture was diagnosed through magnetic resonance imaging post procedure. As a result, an explant is planned for (B)(6) 2018. See 1645337-2018-06391 for contralateral prosthesis report.